Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. Rv pace impedance continues to be high at 3000-4500 ohms readings. Last reading the week of (B)(6) 2014 was 4592 ohms. Rv pacing lead warning occurred (B)(6) 2012 for impedance of greater than 3000 ohms.

Event description:
It was reported that the pacing impedance on the right ventricular lead was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).